Event description:
It was reported that during a sleeve gastrectomy procedure, the first firing using a green re-load with seamguard, the staples in the middle portion of the staple line didn¿t seem to form correctly. The surgeon has a picture which I will be retrieving on the 23rd to send on in addition. The staples seemed not to form b shapes at all. The staple line was over sewn. There was no patient consequences reported. Procedure was prolonged by fifteen minutes.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.